Event description:
It was reported that the attachment for the oscillating saw (532.021) does not oscillate. The surgeon tried twice with two separate attachments and neither attachment functioned. There was no effect on any patient or procedure. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified by synthes, hence a device history record review was not performed. However, the monument facility was able to confirm with supplier that device met requirements upon release. The manufacturing evaluation showed that the instrument has a damaged component. There were no immediate manufacturing issues and the device met specifications upon release for sale. A raw material evaluation is not required for this product.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for this (B)(4).